Manufacturer narrative:
Evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. During functional testing, the pusher assembly mid-joint was advanced through the introducer sheath friction lock and the ovalization on the introducer sheath with resistance. The smart coil was then advanced through its introducer sheath without an issue. Further evaluation revealed pusher assembly bends proximal to the mid-joint. This damage may have been a result of forceful advancement against resistance. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, a smart coil would not push past the friction lock within the introducer sheath. Therefore, the smart coil was removed. The procedure was completed using a new coil. There was no report of an adverse effect to the patient.